Event description:
It was reported that (1) tsb35 was used during a unknown procedure. It was reported by the affiliate that the stapler did not fire. Another device was used to complete the case. There was no consequence to the pt.